Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, there is a black mark on the infusion device display that goes from the middle of the left side to the upper right corner. Pt is unable to read the insulin delivery amounts on the display. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.